Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During catheter insertion, following removal of the dilator, air ingress was observed at the side port. Saline leakage from the valve was also noted. Air was subsequently observed within the sheath and aspiration syringe during dilator removal. The sheath was aspirated while a non-boston scientific catheter remained in the patient. No air was observed in the patient and no visible damage to the luer was identified. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications occurred.